Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, short v-v intervals, and false non-sustained ventricular tachycardia episodes. The rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.